Event description:
It was reported that the device was identified to have a particle was detected during a 100% visual inspection. The majority of cassettes used were from lot number 6059295. Staff has identified the particle as ¿small piece of plastic and curled, similar to those previously observed was identified. The product fault occurred during production.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
No product was returned. A photo and video of the device was however returned for analysis. A review of the device photo and video were performed and the reported issue was confirmed. The cause of the reported issue is currently being investigated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.